Event description:
Boston scientific received information that one day post implant, left ventricular (lv) diaphragmatic stimulation occurred. Lv outputs were decreased, which resolved the diaphragmatic stimulation temporarily. The diaphragmatic stimulation returned. A revision procedure was performed and the lv lead was unable to be revised. A new lead was not successfully placed due to patient anatomy. The patient's physician was to determine possible epicardial lead options. No further complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Visual analysis confirmed surface cuts and electro-cautery marks, along with dried body fluid noted in the lumen. Further testing confirmed the lead to be electrically continuous.